Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-jun-17 salesforce (B)(4) (rep, hcp, for): medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the passive planar was not well detected when in front of the camera. The diagnostic tool was displayed and the geometry was above .5mm. The probable cause of the issue was a bent tracker branch.